Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the patient programmer (pp) batteries leaked inside. The patient reported that she had a doctor¿s appointment on the morning of the report and increased stimulation. The patient reported that stimulation was too high and was really hurting, so she tried using pp to decrease stimulation and noticed the issue. The patient reported that new batteries in the pp did not resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.